Event description:
It was reported that the device was unable to be interrogated with two different programmers. The patient was asymptomatic. It was noted that several episodes of vt/vf were stored in the device. Once the episodes were deleted and the device was reset, the device was able to be interrogated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.